Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification showed the lens as a tecnis multifocal acrylic one-piece iol intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A manufacturing record review was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results showed that all dimensions were within specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use, dfu were reviewed. The warning and precautions sections in the dfu state that care should be taken to achieve iol centration, as lens decentration may result in patients experiencing visual disturbances, particularly in patients with large pupils under mesopic conditions. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to a capsular tear, and halos/glare. An incision enlargement was required. Anterior dislocation of the lens was indicated as ''sunsetting''. The lens was replaced with a model zma00 lens. No further information was provided.